Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2014; 429888 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and non-sustained high rate episodes. In addition, oversensing was noted on stored episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.